Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the extractor balloon broke off. Details of when during the procedure this occurred are unknown; however, it was reported the procedure had already been completed with this device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the device confirmed that the distal tip detached from the catheter. The c-channel was found to be torn towards the balloon. The distal tip (along with the balloon) was not returned for evaluation. The catheter shaft was inspected for kinks and dents and none were found. The reported defect of distal tip detached/separated was confirmed. It is likely the physician met resistance during catheter withdrawal and used excessive force to remove the device. It is possible that a stone present in the bile duct blocked the catheter or the distal tip of the catheter was caught by scope elevator. The c-channel was torn most likely during guide wire removal from the channel with excessive force. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the extractor balloon broke off. Details of when during the procedure this occurred are unknown; however it was reported the procedure had already been completed with this device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.